Event description:
Follow-up information was received on 04-jun-2024: the reporter was not able to reevaluate the patient, as she was traveling outside the country. They contacted her by phone and she stated she was doing better. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event nodules (injection site nodule) was deemed to meet serious injury criteria of hospitalization. The device history record of radiesse(+) injectable implant, lot number a00102080, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a 70-year-old female patient. She was injected with radiesse(+), in 2023 (3 months prior to this report). The patient had a very thin skin. Radiesse(+) was hyper diluted at a 1:4 ratio (product preparation issue, off label use of device). Approximately 3 months after the radiesse(+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow-up information was received on 01-feb-2024: this case was upgraded to serious. The patient was injected with radiesse(+) into the mid/low face, and neck (off label use of device), on 28-jul-2023. Batch number was reported as a00102080 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00102080 (expiry date: 03/2025). A lot search in the global safety database was conducted. Two syringes were used and the patient had no problems and had a good response. The patient was injected with radiesse(+) into the mid/low face and neck, on (B)(6) 2023 again with a 1:4 dilution and 2 syringes in total for the face and neck. The patient was previously injected with fillers by another injector. The patient denied any autoimmune disease. In (B)(6) 2023, after the radiesse(+) injection, the patient experienced multiple small nodules in mid/low face and neck areas. Normal saline was injected in some nodules and massage was performed. Some nodules improved in size, became smaller. The patient received one treatment with radiofrequency (rf) and red light. The treatment was necessary to prevent a permanent damage. Microneedling was planned to see it that was going to resolve the problem. At the time of this report, the patient was still under the treatment. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, they were not sure if the event was permanent and the adverse event was related to the use of radiesse(+).

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Product preparation issue and off label use of device were coded only for formal reasons. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 01-feb-2024: the batch record review for radiesse (+), lot a00102080, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00102080) and no similar events were noted. This case was upgraded to serious. The outcome of the event was considered as resolving. This case was assessed by merz north america as serious. The event occurred in a compatible local relationship. Onset of the reported event occurred 3 months after treatment with radiesse (+), which is a long latency but possible. The event of injection site nodule was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+). Off label use of device was coded for formal reasons only. Injection into the neck and dilution of any kind are no approved indications for radiesse(+) in us. Possible confounding factors include multiple treatments with radiesse (+) in the same area within a short period of time, as well as the patients current condition of thin skin. However, the reported event can occur after the treatment with radiesse (+) and a contributory role of the treatment with radiesse (+) cannot be excluded with certainty. Therefore, causality is assessed as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 04-jun-2024: causality remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 15-jun-2025: the outcome of the event was reported as resolved. Causality for the event remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site nodule was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a 70-year-old female patient. She was injected with radiesse (+), in 2023 (3 months prior to this report). The patient had a very thin skin. Radiesse (+) was hyper diluted at a 1:4 ratio (product preparation issue, off label use of device). Approximately 3 months after the radiesse (+) injection, the patient experienced nodules. The outcome of the event was unknown. Follow-up information was received on 01-feb-2024: this case was upgraded to serious. The patient was injected with radiesse (+) into the mid/low face, and neck (off label use of device), on 28-jul-2023. Batch number was reported as a00102080 (expiry date: 03/2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00102080 (expiry date: 03/2025). A lot of searches in the global safety database was conducted. Two syringes were used and the patient had no problems and had a good response. The patient was injected with radiesse (+) into the mid/low face and neck, on (B)(6) 2023, again with a 1:4 dilution and 2 syringes in total for the face and neck. The patient was previously injected with fillers by another injector. The patient denied any autoimmune disease. In (B)(6) 2023, after the radiesse (+) injection, the patient experienced multiple small nodules in mid/low face and neck areas. Normal saline was injected in some nodules and massage was performed. Some nodules improved in size, became smaller. The patient received one treatment with radiofrequency (rf) and red light. The treatment was necessary to prevent a permanent damage. Microneedling was planned to see it that was going to resolve the problem. At the time of this report, the patient was still under the treatment. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, they were not sure if the event was permanent and the adverse event was related to the use of radiesse (+). Follow-up information was received on 04-jun-2024: the reporter was not able to reevaluate the patient, as she was traveling outside the country. They contacted her by phone and she stated she was doing better. The outcome of the event remained unchanged. Follow-up information was received on 15-jun-2025: the physician contacted the patient and was informed that the issue was completely resolved. As reported, they were unsure of the exact date of resolution, but believed that it took about a year. The physician reported that in addition to all other treatments previously performed, micro needling was performed twice, about a year prior to this report. In the opinion of the physician, the additional micro needling treatments helped to resolve the issue as well. The outcome of the event was reported as resolved (changed from resolving).